Manufacturer narrative:
(B)(4).

Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was unknown. The cause of the peritonitis was unknown and treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis. No additional information was available

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13b11040 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.